Event description:
Caller reported that a pump malfunction occurred. The impact on the customer's blood glucose level was not clearly reported, and the caller declined to answer if blood glucose exceeded 500 mg/dl. The pump malfunction code was resettable and had not recurred after assistance from technical support with resetting the pump. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, and they acknowledged and understood these instructions.